Event description:
A malfunction was reported with a pump indicating malfunction code 16, and it was confirmed that the device could not reset. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for the pump to be replaced, as it was still under warranty. The customer was advised to use multiple daily injections as a backup therapy to maintain insulin delivery. Instructions were provided to put the pump into storage mode and return it within ten days using a pre-paid label, which the customer acknowledged and understood.